Event description:
It was reported that an infant patient presented for a pacemaker system implant. During the procedure, it was noted that the pacing lead paired with a different company¿s device did not deliver pacing successfully. The physician was not confident in the treatment and exchanged the pacemaker device to match the pacing lead¿s brand. There were no adverse consequences reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).